Event description:
The reporter had gotten the er1 message once, at which time she had retested, since she felt her blood glucose was high. When she retested she said that she felt the blood glucose reading was accurate. Her testing technique was reviewed during her conversation with the lifescan representative, and though she said she had not been using control solution on her strips, said she would do the check upon opening each new vial of test strips and looked forward to receiving her replacement meter.